Event description:
Additional information was received from a con. It was reported that they accidentally turned the stimulation off which led to the therapy being off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was unable to increase the stimulation on any of their programs. They also did not feel stimulation. It was noted that the therapy was not on. After turning the therapy on, the patient increased from 1.5 volts (v) to 1.9 v and felt stimulation. This occurred on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient did not feel that it was on at times.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient may have inadvertently turned the device off.